Manufacturer narrative:
Product not returned and could not be evaluated. No radiographs or images were provided to confirm the alleged failure. Patient's bone quality is reported as poor. The root cause cannot be identified however review of the reported event suggests the patient's poor bone quality as a cause or contributor. No additional investigation can be completed. Labeling review: "...potential adverse events and complications: infrequent operative and postoperative complications that may result in the need for additional surgeries include: damage to blood vessels, spinal cord or peripheral nerves; and permanent pain. Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant components..." "...warnings, cautions and precautions: these devices can break when subjected to the increased load associated with delayed union or nonunion. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break..." "...post-operative warnings: damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration well as to other complications..."

Event description:
On (B)(6) 2019 an x-core was installed at l4 and l3/5 were fixed by 4 rods by cortical bone trajectory and normal insertion method. In june the patient had a follow-up due to back and lower leg pain and an x-ray revealed the screw had penetrated the upper end plate at right l3, and bone fractured. On (B)(6) 2021 a revision surgery was performed and the posterior fixation was removed, a new construct was implanted to extend to l2. The patient is recovering with no additional reports.